Event description:
The following was reported via maude event report (B)(4). It was alleged that on (B)(6) 1998 the pt was implanted with bard flat mesh and has felt sick since implant of the mesh. He reports extreme fatigue and weakness and in the mornings he has muscle spasms and extreme pain. In 2012 the pt reports that he developed a scab at his umbilicus he saw a surgeon who told him to wait for it to heal. The pt reports that he pulled a piece of plastic out of the scab the doctor ordered a biopsy of the wound and found foreign bodies in the wound. The pt was given antibiotic ointment. He reports that plastic continues to come out of the wound. The pt states that the mesh has "ruined his life". The pt is planning on having the mesh explanted.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No specific device failure has been reported and medical records have not been provided. Pt contact info was not provided in the maude event report; therefore; add'l info can not be requested. At this time we have not been able to confirm the lot number reported, and as a result we are unable to review the device history records. Additionally, at this time the mesh remains implanted. With the currently available info, no conclusion can be drawn. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.